Event description:
It was reported that the driver broke during surgery and that all parts were retrieved without difficulty. No reported injury.

Manufacturer narrative:
No medwatch was received from the user facility. All sections on this form completed by the manufacturer, unable to confirm customer's reported problem as to date the product has not been returned to conmed linvatec for investigation.